Event description:
Pain vagina/agony [vulvovaginal pain] , tampon is stuck in my vagina [foreign body in reproductive tract] , tampon string ripped from tampon, string tore [device breakage] , they had to cut my vagina to get it out- tampon [complication of device removal] , they had to cut my vagina to get it out [vulvovaginal injury] . Case narrative: consumer reported via e-mail that the tampon string ripped from the tampon. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Pain vagina/agony [vulvovaginal pain] . Tampon is stuck in my vagina [foreign body in reproductive tract] . Tampon string ripped from tampon, string tore [device breakage] . Case narrative: consumer reported via e-mail that the tampon string ripped from the tampon. No serious injury reported.